Event description:
It was reported that a user did not receive an expected insulin set expiration alert on the ilet after starting pump therapy, reviewed alarm history showed no corresponding alert, and the user changed infusion supplies per trainer instruction with education provided on locating insertion time. Symptoms included no change in blood glucose. Outcomes included no medical intervention and continued device use after education. Investigation included customer interview, review of device alarm history, and user education on feature use. Investigation of this case revealed no recorded insulin set expiration alert corresponding to the reported timeframe and no blood glucose impact. It was concluded that the device functioned without evidence of a malfunction at the time of review and that user education on feature navigation was appropriate.